Event description:
The consumer has stated that the chair she is using outside has stalled, or stopped while on the railroad tracks. The police and fire came to her aid. The police and fire instructed her not to drive the chair over tracks as she is a danger to herself and to others helping her.